Event description:
Reporter indicated that vns pt was experiencing an increase in seizure activity. It was reported that has history of cluser and grand mal seizures, but that pt has been seizure-free with the vns therapy until recently. The pt reportedly experienced 2 cluster seizures one day and 1 cluster seizure the following day. It is not known whether the seizure increase is above pre-vns baseline frequency as the pt was visiting someone out of state at the time of the reported event. The initial reporter indicated that the pt is usually left in a wheelchair, but that pt had been up and walking more and that the increase in physical activity may have contributed to the increase in seizure frequency.